Event description:
Patient reports that their device has migrated and it has become painful. She also feels it is moving around within the pocket and causing traction on the leads. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent surgery. F10 adverse event problem, corrected data: initial report inadvertently did note code#: 39; f1905 & #: 39.

Event description:
The patient underwent a battery replacement. Additional information received noting that the per the physician the generator was misplaced which is causing the pain and the intervention was for patient comfort only.